Event description:
Had attempted patient had severe hemolysis-pump stoppage and power increased to mid-20s. In surgery for device exchange, bleeding uncontrollable. Tissues so friable and inflamed, unable to even get to heart and device.